Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced stimulation of the chest wall. An x-ray was performed and dislodgement of the right atrial (ra) lead was confirmed. The dislodgement was due to twiddler's syndrome. The ra lead was repositioned to resolve the event. The patient was in stable condition.